Event description:
I have a depuy pinnacle metal on metal hip. It was installed in (B)(6) 2009. Over the years, I have had popping and aching in the hip but just thought that I wasn't stretching enough or working it enough. Within the last year I have had pain when walking, aching while sleeping on that side, squeaking, and weakness in that leg going up the stairs. On (B)(6), I went to my orthopedic doctor to check the pain. The weekend before (labor day) I hurt every step. They did a shot and also ordered a blood test to check my chromium and cobalt levels. My chromium is 124.7 and my cobalt is 173.7 (as of (B)(6)). My doctor then ordered a CT scan. I have a pocket of fluid surrounding the replacement and a pocket of fluid within in the pelvic area that they will not be able to get with surgery. (B)(6), I am having revision surgery. The doctor will replace the metal head with a ceramic head and the metal liner with a plastic. In 2009, I was told that this hip would last and I would not need surgery again. I have hip failure after 5 years, in the years since the replacement, I have also had hypothyroid problems but am unsure if that is related.